Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal deliveries. Blood glucose level ranged between 300-400 mg/dl. A cartridge change was performed resolving the alarm. No damage was noted to the cartridge in use during the alarm.